Manufacturer narrative:
Evaluation: the returned introrc introducer was found to have a tear in the valve of the introducer. This torn valve most likely contributed the issues experienced in this report as has been established by the amount of similar complaint received for leaking introrc introducers with tears in the introducer valve. A kink was found in the introducer would not have contributed to the reported leaking and most likely was caused during removal as the report states that the catheter was able to pass through the introducer. Corrective action and a product recall was initiated for this complaint. The proplege device has now been switched back to being kitted with the introcsc introducer. The root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the clinical specialist that the proplege coronary sinus device, pr9 introducer was leaking. The device was "placed per protocol into the rij. After placement, and upon removal of the obturator, leakage of blood at the valve was observed. The bleeding was only stopped by the introduction of the proplege device. No leakage was observed during the redo mvr case. No adverse events have been noted or reported."

Manufacturer narrative:
Device is currently under evaluation into root cause.